Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter for the patient contacted lifescan (lfs) alleging that her onetouch ultramini meter had cracked/broken casing "the entire casing was open due to an accident". The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue began on "03//24/2016, 8-10am". The patient manages her diabetes with a combination of medications, including "metformin javapetine and carvdidel". The reporter was unable unwilling to say if they made any changes to her usual diabetes management as a result of the alleged issue. The reporter claimed that on (B)(6) 2016, 09:30am the patient developed the symptoms of "vomiting, shakiness and fever". The reporter denied that the patient received any treatment. No medical intervention was reported. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used. Based on the information provided, there was no misuse of the product. Therefore, the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.